Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a fall six weeks prior to the report and wondered if their device wasn¿t working or if it got misplaced. It was noted that they were still able to go to the bathroom and, before the implant, they could not. The patient stated that it was bruised and really sore around the implant, but they thought it was fine. They stated that they needed to increase the stimulation and the stimulation wouldn¿t go up at the time of the report; it would just stop at a certain number. It was noted that this happened right after the healthcare professional (hcp) had set it. Later on, the patient reported that they were unable to synchronize and was getting a poor communication screen. They were going to follow-up with their hcp. There were no further complications reported or anticipated.